Event description:
It was reported that this pacemaker system was explanted due to infection. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system was explanted due to infection. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction e, updated initial reporter information.